Manufacturer narrative:
A zoll representative was onsite and evaluated the innercool stx surface system (240v) serial #(B)(4). Found poor connection to the foley catheter and temperature cable in which was determined to be the caused of the temperature fluctuations target issue. Hence, the root cause was due to user error, the ivtm set-up was not connected properly. ICU staff including the facility biomed has been made aware of this issue. No physical damage on the innercool stx surface system noted. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for innercool stx surface system (240v) with serial number (B)(4).

Event description:
During surface pad system target temperature management therapy, customer reported that the innercool stx surface system (240v) serial #(B)(4) was not holding the temperature range. At 7:00 a.m., hospital staff initiated targeted temperature to 34°c. And by afternoon, patient temperature was at 32.2°c. No patient consequence was reported.